Manufacturer narrative:
Root cause: the prongs were slightly deformed with use. When used in this complaint, the deformed prongs caused the pin to be impinged before grabbing the pin during actuation. This was most probably caused by routine wear and tear. The instructions for use clearly state that all instruments should be inspected for damage due to wear and tear prior to use. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned device was inspected visually. Outer sheath was removed, revealing inner mechanisms. The prongs, which grab the implant, were slightly deformed. However, the instrument proved to be functional when bench-tested. A sample implant was compressed easily using the returned device. During a case, the angle at which the instrument is held may cause the device to malfunction.

Event description:
Compression tool was not grabbing pull pin and allowing compression.